Event description:
It was reported when the device was used in a laparoscopic lobectomy, the staples malformed. The case was completed by over stitching the tissue and using another device. There was no consequence to the pt.